Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a power issue. The reporter claimed that low/replace battery alarms are occurring more frequently than indicated in the user manual. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump¿s black box revealed multiple cs 128 (a motor 5volt power supply fault). There was no evidence of a short battery life observed. The ez-prime steps were performed correctly with all the currents reading within specification. The original complaint was unable to be duplicated. Unrelated to the original complaint, there was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was no further moisture corrosion found to the printed circuit board next to the keypad connector area.